Event description:
A report was received that the patient's ipg was no longer working and not functioning after a surgery. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there will be no further information could be obtained nor will be provided to the bsn representative. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was no longer working and not functioning after a surgery. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4).